Event description:
A (B)(6) female resident was being transferred to bed per the sit-to-stand lift. Two cna's were present. While in the process of lowering the lift to the bed, the lift stopped functioning. Cna pressed the emergency release, but the release was too slow and resident began to slide. A loud "pop" was heard, which sounded as if it was the resident's shoulder. The doctor was notified who ordered an x-ray. It was negative for fracture. The lift was taken to the biomed room and tagged for repair. Resident continued to complain of pain on sat. A CT scan was ordered which revealed a non-displaced transverse fracture through the left humeral neck. Resident went to an orthopedic physician on (B)(6) 2012. She was placed in a sling and to f/u with the orthopedic in 2 weeks. Resident was admitted to (B)(6) ICU on (B)(6) 2012, with sepsis and aspiration pneumonia and respiratory failure. She passed away on (B)(6) 2012 of multi organ failure.